Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sensing measurement below range. The r wave measurement was within normal range again on a transmission the following day. It was also reported that the p waves on the right atrial (ra) lead were chronically low. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.